Manufacturer narrative:
(B)(4) .

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbbt. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
We received (B)(4). Usb a to usb micro b (lot number 2155822 ) was returned. We also received (B)(4). Usb power (lot number 2155382) supply (charger) with usb-a. An investigation is not necessary as these devices are unrelated to the customer complaint.